Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported during patient use, the autopulse platform (sn (B)(6) powered on but would not tighten the lifeband. The platform says initializing but does nothing. No other error message was observed. The platform was powered on and off, but the issue persisted. The crew switched to manual CPR. No device malfunction is reported for the lifeband. The platform was also tested using another lifeband but the issue persisted. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) powered on but would not tighten the lifeband while displaying "initializing" was confirmed during functional testing and review of the archive data. Based on the archive data review, the platform issue reported by the customer was determined to be due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The error was reproduced during the functional testing. The root cause of the ua07 advisory message was the failure of single point load cell #1. This fault will prevent the platform from retracting the lifeband and initiating compressions. A review of the archive data showed multiple ua07 errors, related to the reported complaint. The platform failed initial functional testing due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load-sensing system of the device has detected a weight/load imbalance between the two load cells. Upon conducting load cell characterization, the result determined that single point load cell 1 was over-reporting. To resolve this issue, load cell 1 was replaced. Upon replacing load cell 1, the load cell characterization test was performed and the results indicated that both load cells function within the specification. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).